Event description:
A 29 fr veno-venous dual lumen cannula was opened to the sterile field by the circulating nurse. Prior to the insertion of the cannula into the patient, dr. Noticed a crack in the distal end of the cannula. The cannula was not inserted into the patient. A new and undamaged 29 fr veno-venous dual lumen cannula was opened to the sterile field by the circulating nurse and inserted into the patient.